Event description:
The customer reported to olympus, during pre-use inspection for a diagnostic procedure, the high-definition lcd monitor blacked out and nothing was displayed even when the scope was connected. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, visual inspection and operation check found no abnormalities. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the device investigation, and because the phenomenon was not duplicated during evaluation, the cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.